Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. Literature search article: catheterization and cardiovascular interventions 70-129--137 (2007) written by dr. Ivan p. Casserly titled "contemporary management of acute lower extremity ischemia following percutaneous coronary and cardiac intervention procedures using femoral access- a case series and discussion." The device was not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unk. Time of symptoms/ae: after the procedure. Symptoms/ae: dissection requiring medical intervention. This was noted through a periodic article review that assessed lower extremity ischemia using femoral access. A preclose technique was used; the proglide sutures were placed pre-procedure. Following aortic balloon valvuloplasty an attempt to close the left common femoral arteriotomy site using the pre-placed sutures, failed to achieve hemostasis at the arteriotomy site. Manual compression was used to achieve hemostasis and intravenous protamine was administered to reverse the effects of procedural unfractionated heparin. The pt experienced left lower extremity pain and loss of left extremity pulses was noted. Angiography revealed a dissection, and a complete thrombotic occlusion of the mid-popliteal artery. Thrombectomy of the left anterior and posterior tibial and popliteal arteries was performed. The final angiography demonstrated normal flow to all three tibial vessels. No additional event or pt info is available.